Event description:
As reported to coloplast though not verified, additional information received stated per medical records received, dyspareunia and retention were reported. The mesh was removed. Post-operative poor pain control, nausea, vomiting, ileus, incomplete bladder emptying, hypokalemia, constipation, vaginal irritation on left lateral wall, lichen sclerosis, mild cystocele/rectocele, vaginitis/vulvar complaints and pelvic pain, perineal fissure with fungal infection, tautness of vaginal mesh, dyspareunia, nocturia, thin vaginal tissue, obstructive defecation syndrome secondary to intussusception, disorder of urogenital prostheses or implants, chronic constipation, pelvic floor dysfunction, rectocele with enterocele, tenderness of pelvic floor, scarification, outlet constipation, recurrent rectal intussusception without full thickness prolapse, urine incontinence, difficulty emptying rectum and bladder, incomplete bladder emptying, hypokalemia, constipation. (B)(6) 2017 - pinpoint vaginal irritation on left lateral wall (retained suture?), lichen sclerosis, and a mild cystocele/rectocele (B)(6) 2018: vaginitis, perineal fissure with fungal infection. (B)(6) 2018: obstructive defecation syndrome - secondary to intussusception, difficulty emptying rectum and bladder. Disorder of urogenital prostheses or implants, chronic constipation, pelvic floor dysfunction, rectocele with enterocele, scarification, outlet constipation, recurrent rectal intussusception without full-thickness prolapse, vaginal pain, dyspareunia, urine incontinence, difficulty emptying rectum and bladder, pelvic scar tissue, enterococcus faecalis uti, herniation of rectum into vagina, severe chronic constipation, rectal prolapse, nocturia, urinary urgency, urinary incontinence, unspecified pelvic symptoms, urine retention, incontinence, uti per urine culture, difficulty emptying bowel, fecal incontinence, discomfort at interstim site, vaginal tenderness, and noted scar tissue with possible subjacent mesh at midurethral area, vaginal apex and distal posterior vaginal wall, chronic anal fissure, diarrhea and frequent bowel movements, abnormal descent of rectum suggesting mild pelvic floor laxity, rectal outlet obstruction. (B)(6) 2020: chronic abdominal pain, difficulty with evacuation, multiple painful bms daily, persistent pelvic floor laxity with rectal descent. (B)(6) 2020: complete removal of restorelle l/coloplast, exploratory laparotomy with extensive lysis of adhesions, strattice implant used to separate vagina from rectum, seprafilm application, vaginal cuff reinforcement with allograft tissue - general anesthesia- ebl 50 ml excision size was 8.3 x 1.3 x 0.8 cm and 6.0 x 3.3 cm (2 mm thick) pathology: dense fibrous tissue with foreign body inflammatory response hospitalized for 15 days postoperatively due to acute urinary retention requiring foley reinsertion, uti with e.coli/enterococcus, postoperative ileus, chest pain, cardiac etiology ruled out by tte and left heart catheterization, esophageal spasms, egd showed severe esophagitis, anxiety.

Manufacturer narrative:
Patient code 3191 for pelvic floor dysfunction, obstructive defecation syndrome,intussusception, hypokalemia, lichen sclerosis, nocturia, thin vaginal tissue, perineal fissure, and anal fissure . Patient code 3190 used for vulvar complaints. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
This follow-up is created to document the additional patient and device information as well as the conclusion of the investigation. Review of lot number for complaint trend, nonconforming report and CAPA review. No trends noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated, pelvic and vaginal pain and suffering, complex extrusion and erosion of the mesh in her body, chronic inflammation with swollen inflamed tissue in her vagina, mesh adhesion to her vagina and surrounding tissue, tissue damage and death of her vaginal wall tissue and nerves, failure of the mesh to treat her underlying conditions, new onset urinary and pelvic complications, mesh deformation including coiling, contracting and curling of the mesh inside her vagina, mesh hardening and stiffening, intervention for her pain including the need for painful surgical intervention to remove segments of the eroded mesh in (B)(6) 2017.